Manufacturer narrative:
No further info has been provided to the MFR. The MFR's investigation of the reported event is currently ongoing and any further info received pertaining to this reported event will be submitted in a supplemental report.

Event description:
The aortic valve was implanted, but the gradient level was reportedly "too high." Valve was explanted and a pericardial valve was implanted. The explanted valve was then discarded and is no longer available for eval.